Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # 874c16. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gcfrgw relaod(b, c) present. Both reloads were received partially fired 1/10. The returned device and reloads were tested for functionality in the straight position by resetting and reloading them into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 874c16, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.